Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted in the biliary site to treat biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using snares. Another naviflex delivery system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required.